Manufacturer narrative:
The insulin pump received with a constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments or partial display and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and a displacement test due to a white steady light on the display. The device had a scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, torn keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.